Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/(B)(4) yielded 2 cfu (colony forming units) of (B)(6) after sampling performed on (B)(6) 2017. The duodenoscope was returned to pentax medical for evaluation. The pentax inspectional findings included the following: distal cap - fixed type failed seal integrity inspection, hole in and leak at #4 remote control button cover, hole in and leak at #2 remote control button cover, air/water socket cylinder o-ring chipped, elevator body, screw loose, failed wet and dry leak test, fluid invasion not observed in pve connector or control body.